Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventrio on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventrio on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventrio mesh. Per operative notes, ¿the hernia sac was identified and opened. Omentum and hernia sac were reduced. A ventrio mesh was placed and tacked. ¿(B)(6) 2013 - patient was diagnosed with infected mesh from ventral hernia thereby underwent open repair with partial excision of ventrio mesh. Per operative notes, ¿the infected unincorporated exposed mesh was partially cut off and sutured. ¿(B)(6) 2015 - patient was diagnosed with large recurrent ventral hernia with infected mesh thereby underwent open repair with excision of ventrio mesh and implant of biological mesh. Per operative notes, ¿extensive lysis of adhesions was done. The previous mesh was infected and completely detached. The mesh was removed entirely. The hernia defect was identified, reduced and repaired with biological mesh.¿